Event description:
It was reported that after accessing the vein with the 18ga needle, the doctor inserted the swg through the needle and ran into issues with the swg getting hung up in the needle and not being able to advance the swg. During the procedure, the swg came apart. They removed the needle/swg combination. A new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.